Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she was feeling shaky, so she ran a test on her contour meter and obtained a reading of 91 mg/dl. Upon retesting with her contour next meter, she obtained a reading of 55 mg/dl. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.